Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested 06/17/2011, 06/27/2011, and 07/07/2011 by fax, mail and phone. A completed questionnaire has not been returned. (B)(4).

Event description:
A surgeon reported having a pt that is post lasik with an epiretinal membrane that is having trouble with her vision following intraocular lens (iol) implant surgery. Add'l info has been requested.